Event description:
It was reported the patient's ipg would not communicate with the charger. The patient last felt stimulation approximately 6 months ago. The ipg was subsequently explanted and replaced to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.